Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device had scratched display window and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that insulin squirted out of the tubing during prime. Blood glucose value was unknown. The customer treated with manual injections. Customer was not disconnected during prime. During troubleshooting, the customer stated that insulin did not continue to drip, the motor slowed down and numbers ramped up on the screen during prime. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.